Event description:
The device was used during a thoracoscopic lung resection. Reportedly,the counter dropped and the instrument did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.